Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) found a frayed power cord. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced the ac power cord. The fse performed a preventive maintenance (pm) with full calibration and tested the unit. The iabp was returned to the customer and cleared for clinical use. The following was performed by the technician of the maquet failure analysis and testing (fat) department wayne, nj. The failure analysis and testing department received the following part associated with this complaint: a/c line cord assembly this part was received with a reported unit failure message of found frayed power cord. Performed visual inspection of this part received and found frayed power cord. The failure analysis and testing department can not do further investigation of this part. Retaining the a/c line cord assembly in the fat dept. As per procedure.